Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant follow-up, it was noted that the right atrial lead had dislodged into the right ventricular. The lead was explanted and replaced. The patient's condition was good before and post procedure.